Event description:
Caller reported that t:slim x2 pump battery would not charge properly, and connection was unstable, requiring strategic positioning to maintain charge. Despite the charging issue, there was no adverse impact to caller's blood glucose level, which did not exceed 500 mg/dl. Technical support advised caller on correct usb insertion to prevent further damage and arranged for a replacement pump. Caller was informed to use multiple daily injections as backup therapy to ensure insulin delivery and updated on procedures for using the new pump. Caller acknowledged instructions on returning the problematic pump and receipt of the replacement pump.